Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: during testing, the battery compartment was found to be cracked. The display screen was dim and discolored. The ok button contact was found to be inverted and evidence of contamination was found under the contacts. Unrelated to these issues, the pump label was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display issue, and a keypad button contact issue. This report is made based on results of investigation completed on 10/23/2015.